Manufacturer narrative:
The reported field event of field r wave and sensing anomalies was not confirmed. Device was received with battery voltage at eri. Electrical and mechanical test results indicated normal device functionality. Longevity assessment was performed and is considered normal battery depletion.

Event description:
It was reported that the device was explanted due to far r wave oversensing. The patient was stable.